Event description:
It was reported that the insertable cardiac monitor (icm) was explanted dude to patient infection. Another icm was implanted at another date once the patient infection was treated. No additional adverse patient effects were reported.